Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 10° x3 insert 32mm ID;623-10-32d; rp06xa delta v-40 ceramic head 32/+4;6570-0-232; 70320804. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to thigh pain. The surgeon found all implants were well positioned but revised the trident x3 10° 32 mm d poly liner, size 5 127° accolade ii stem, and ceramic v40 32 + 4 mm head to a new liner and competitor stem and head. The rep confirmed that no further information would be released.